Event description:
It was reported that a patient incident occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d, part number 10140-200, and serial number (B)(4)]. Argon plasma coagulation was used in the sigmoid colon during a colonoscopy. Post-operatively, gas was found inside the wall of the colon (intramural) which later resulted in a perforation. Surgery was then required to address the perforation. No further or patient information was provided. Note: the apc/esu system was distributed by our parent company (erbe (B)(4)) to a hospital in (B)(4).

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based up the reported information, it appears that the emphysema and subsequent delayed perforation may have been caused by settings of the equipment being too high (including possible excessive coagulation) or the apc applicator coming in contact with the mucosa during activation. Several warnings in the user manuals of the equipment address these issues and complications (note: the patient's condition/disease state may also have been a significant factor in the colonoscopy outcome.). However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this situation. Erbe USA, inc. Is now closing this file.